Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and further analysis was inconclusive. Analysis revealed normal depletion that meets 80% of expected longevity. Also, the analysis of the device battery did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. It was noted there were openings in the anode separator enclosure and lithium material near the cathode tab.

Event description:
It was reported that the device suddenly reached elective replacement indicator (eri). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device suddenly reached elective replacement indicator (eri). It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device suddenly reached elective replacement indicator (eri). It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event. It was also reported that there was a patient alert.